Manufacturer narrative:
Analysis of the pump and catheter found no anomaly.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), explanted : 2012-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapeutic effect, the catheter was found to be dislodged then revised, while the pump was prophylactically replaced. The patient had a previous pump change, and medication change from lioresal to gabalon in 2011. As of the date of change, patient had not received as much therapeutic relief. The patient began to have ringing in his ears 2 months after the 2011 change also. In addition to ringing ears, patient was experiencing an increase in spasticity, however it was thought the symptoms could have possibly been caused by the oral baclofen dose being used to supplement the pump dose. Reporter stated that the patient had been getting worse <(>&<)> worse until the 'patient was like he was before the pump was implanted'. The healthcare provider was unable to find the catheter in the spinal column following an x-ray. The healthcare provider tried to "drawback" from the pump but did not "get much". Reporter stated that the healthcare provider believed the catheter was disconnected from the pump, in addition to being dislodged, and that 'drug is going into pump pocket' and patient could get 'some effect'. Although the healthcare provider believed there to be problems with catheter, he opted to leave pump at its current settings. Healthcare provider later confirmed by x-ray that the catheter had come off of the pump, a revision was done on (B)(6) 2012. When doing the catheter revision on (B)(6)2012, the provider also did a prophylactic replacement of the pump to avoid in-vivo battery depletion. As of (B)(4) 2012, the patients status was listed as recovered without sequela. The medication in the pump was gabalon (baclofen).